Event description:
It was reported by the affiliate that during an unknown procedure, the blade was broken. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.